Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the investigation.

Event description:
The customer reported during incoming inspection they identified the package contained incorrect patient labels. The patient labels have a different part and lot number than the outer label.

Manufacturer narrative:
The returned lactosorb plates packaging were reviewed for the complaint of having incorrect patient label. Upon evaluation, the complaint was confirmed as the incorrect patient labels were found in the parts packaging. This was an isolated incident. The most likely underlying cause of the complaint is human error. Fields were updated based on the completion of the device evaluation.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation. Updated to reflect the date the product was received for evaluation. Updated based on the product being returned for evaluation.